Manufacturer narrative:
This supplemental report was created to correct the fields on the tabs a. Patient information; b adverse event/product prob; d. Suspect medical device; g. All manufactures, and h device manufactures (a1 - patient identifier, a2 - date of birth/age at time of event/unit of measure - age, a3 - sex, b2- outcomes attrib to adv event, b5 - describe event or problem, d1 - brand name, d2a - common device name, d2b - pro code (product code), g4 - premarket / 510(k) #, h6 - evaluation result and conclusion codes).

Event description:
It was reported that during a watchman left atrial appendage (laa) procedure, during transeptal puncture a perforation occurred in the left atrium with a baylis pigtail wire. Resulting in a trivial/insignificant pericardial effusion. The watchman fxd was successfully implanted without any further patient complications, three hours following the procedure a pericardial tap and drain was required. The patient fully recovered and was discharged the following day. It was further confirmed ((B)(6) 2023) that the device used was a versacross connect pigtail wire. It was also reported on (B)(6) 2023 that the patient had small fossa. No multiple attempts required to track up / drop down into position on septum before tsp was performed. No difficulty with imaging/visualizing the wire. The rf wire was tenting 1-3mm prior to rf application. Tsp completed prior to pe. Rf was applied once, 20 minutes after tsp, pe occurred. There is no reason to believe that the versacross wire malfunctioned during the procedure.

Event description:
It was reported that during a watchman left atrial appendage (laa) procedure, during transeptal puncture a peroration occurred in the left atrium (la) with a baylis pigtail wire, resulting in a trivial/insignificant pericardial effusion. There was no sheath present in la during perforation. The watchman fxd was successfully implanted without any further patient complications. Three hours following the procedure a pericardial tap and drain was required. The patient fully recovered and was discharged the following day. The device will not be returned for analysis since it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.